Event description:
It was attempted to treat a mild to mildly calcified lesion (90% stenosis degree) in the mid lcx. After advancing the gw, ivus tracking of the lesion confirmed that part of it was outside the blood vessel. Hemostasis was attempted with a balloon but was not achieved. The pk papyrus covered stent system was delivered to achieve hemostasis, but the device fractured. The fractured part was able to be retracted into the guide plus, with no parts remaining in the body. A new pk papyrus was placed, achieving hemostasis and completing the procedure.

Event description:
It was attempted to treat a mild to mildly calcified lesion (90% stenosis degree) in the mid lcx. After advancing the gw, ivus tracking of the lesion confirmed that part of it was outside the blood vessel. Hemostasis was attempted with a balloon but was not achieved. The pk papyrus covered stent system was delivered to achieve hemostasis, but the device fractured. The fractured part was able to be retracted into the guide plus, with no parts remaining in the body. A new pk papyrus was placed, achieving hemostasis and completing the procedure.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The device was returned fractured into two fragments with the dislodged stent separately. The stent is severely deformed on one end (i.e., the stent struts are crushed). The balloon is still well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The inner shaft has elongated, has necked down and has fractured just distal to the proximal balloon weld. The outer shaft has fractured at the proximal balloon weld. Severe deformation and constriction are indicative for a tensile overload. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 % and the stent retention force and the tensile strength of the proximal balloon weld of a defined amount of samples is tested by means of process output monitoring. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the device fracture is most likely related to the handling during the intervention, whereas the root cause for the stent dislodgement remains unknown. It should be noted that the IFU states that care should be taken when handling this product to reduce the possibility of misalignment of the stent on the fine-tuned balloon, accidental breakage, bending, or kinking of the shaft of this product, and damage to the cover. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.